Event description:
Reportedly, a customer experienced a high blood glucose level of 520 mg/dl. The suspected cause of this high blood glucose level was unknown, and there was no assistance required from a third party as the customer was not incapacitated. To address the situation, the customer administered a correction injection via multiple daily injections.